Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed intermittent audible low flow events throughout the log. The flow was hovering mainly around the 2.4 to 2.5 lpm range. It also noted that the pulsatility index (pi) values were non-variable and routinely in the 3 range.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: low flows were confirmed via the evaluation of the log files provided by the account; however, a specific cause could not be conclusively determined through this investigation. The controller event log file contained events on (B)(6) 2024, spanning approximately 2 hours. Low flow alarms were captured throughout the log file due to the estimated pump flow being recorded below the low flow alarm threshold of 2.5 lpm (liters per minute) for more than 10 seconds. The controller periodic log file contained data spanning from (B)(6) 2024, recorded in one-hour intervals. Over the final 4 days of the log file, an approximately 2.0 lpm decrease in estimated pump flow was observed. No other notable alarms or unusual events were captured, and the pump operated as intended at the set speed. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, contains the following information: section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.